Event description:
Per the physician, the patient had an infection at the site of the implant. In late 2008, the patient reported some swelling over the site of the device associated with uri symptoms that was resolved with 14 days of keflex. In 2009 the patient had similar symptoms that were treated with keflex. Approx three months later, the patient underwent surgery to remove granulation tissue and the wound was irrigated with bacitracin irrigation and the patient was treated with oral doxycycline for 30 days. The patient developed a slight drainage (date not reported) and was consulted for IV antibiotics. Explant and reimplantation is planned but had not taken place at the time of this report june 23, 2009.